Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported during use of the bd phaseal¿ protector p50 when the techs push the air in prior to withdrawing medication the bubble wouldn¿t open. They have to apply a lot of pressure resulting in the phaseal adapter separating from the vial due to high pressure. There was no report of injury or medical intervention.